Manufacturer narrative:
Eval results: other = device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: the valve was not returned for analysis. Per the surgeon, the event was not related to this device. Conclusion: the device history record (DHR) for this valve was reviewed and no issues were shown that would have impacted this event. Without the return of the valve for evaluation, no definitive conclusions can be drawn regarding the performance of the valve. The instructions for use (IFU) states: special care should be exercised when implanting a bioprosthesis in the mitral position in a pt with a small left ventricle. Adequate clearance must be available to avoid contact between the prosthesis stent post and the ventricular wall. Repeated contact between these structures could result in perforation of the ventricular wall.

Event description:
Medtronic received information that after implantation of this bioprosthetic valve, the pt's blood pressure dropped and the chest drain filled with blood. The surgeon re-opened the chest and noted that the strut of the valve had punctured the left ventricle. Attempts were made to patch the heart and two other (non-medtronic) valves were implanted. However, the bleeding could not be stopped and the pt ultimately died. The surgeon stated that the valve was not at fault.